Event description:
Patient was on life care international plv 100 when it alarmed and stopped delivering breaths. Patient was talking on the telephone when he suddenly noticed he could no longer speak. (Airflow from the ventilator is needed to allow phonation with the tracheostomy). The respiratory therapist and visiting nurse were outside the room and immediately responded to the alarm. The patient suffered no ill effects since bagging was immediately instituted. The physician was not called. The ventilator and the circuit were checked. The ventilator settings were correct and unchanged; the tubing was intact with no loose connections; and the circuit breakers were not tripped. There was no air flow; gauge was not moving as indicated by spirometer check.